Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned guidewire revealed that the coil wire was unraveled starting 122 cm from the proximal section, also it has the distal end broken at 144cm from the proximal section. The distal tip and the ballweld were not returned. The body was kinked in several sections in the middle portion of the device. It was noted that the condition of the returned guidewire was consistent with the complaint incident that the guidewire was unraveled as the coil unraveled starting 122 cm from the proximal section. In addition, the distal end broken at 144cm from the proximal section. It is most probable that anatomical/procedural factors like interaction with other devices or while the device was advancing through the lesion target could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context". A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff guidewire and an ascerta firm¿ ureteral stent were used during a cystoscopy with left retrograde pyleogram and left ureteral stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, while inserting the stent into the patient, the guidewire unraveled and came off. No part of the guidewire detached inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. Investigation results revealed on july 26, 2016 that the guidewire was broken.